Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/03/2024, it was reported by a sales representative via (B)(4) that an ar-3370-0002 stopcock has a valve that broke off of the sheath at the hub. This occurred during use in a case with no patient effect. Another device was used to complete the case.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-3370-0002 serial/batch (B)(6) was received for investigation. Visual inspection noted that the orange o-ring had black grind marks along it. Additionally, one of the stopcock open/close lever has detached from the device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to wear and tear due to repeated use of the device. The manufacturing date is 2017.